Event description:
Boston scientific received information that this left ventricular (lv) exhibited high out-of-range (oor) pacing lead impedances greater than 2,000 ohms. A lead fracture was suspected but was not confirmed. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.